Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited high impedance on the leads. Repositioning procedure was successful. The device remained implanted.